Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. No medical intervention was required by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on september 17, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information related to a bipap device's sound abatement foam alleging particles in device and airway. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation, pil observed an unknown dust contamination on the flip box, top enclosure, real panel, ui panel, bottom enclosure, blower box, blower, and blower seal. Pil observed black hairlike enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower. A keratin-like substance was observed on the blower box outlet. Pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. Pil is unable to directly address any symptoms. Pil can confirm the compliant of particles in the device and airway, likely from an outside source. In box d: device serviced by 3rd party, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.